Event description:
The second clinical failure is represented by the clinical course of a 61-year-old female patient, (B)(6), diagnosed with an aggressive advanced primary gallbladder adenocarcinoma with extensive local invasion into the liver and hilar regions, regional lymphadenopathy, and a distinct mass involving the pancreatic uncinate process. Genomic profiling via caris mi profile revealed a pathogenic exon 10 brca1 frameshift mutation (c.1556deia; p.k519fs) with a variant allele frequency (vaf) of 68%, alongside a high genomic loh score of 19%. This confirmed a functional state of homologous recombination, rendering the tumor highly sensitive to dna-damaging agents. The pt initially responded well to a standard first-line triplet regimen of gemcitabine, cisplatin, and the anti-pd-l1 antibody durvalumab. However, in (B)(6) 2024, the effective platinum-containing chemotherapy was discontinued, and the pt was placed on durvalumab monotherapy maintenance. Despite the tumor being immunologically cold-characterized by a low tumor mutational burden (tmb) of 7 mut/mb, microsatellite stable (mss) status, 0% pd-l1 expression, and a concurrent loss-of-function stk11 deletion - this ineffective maintenance phase was continued for four months, during which the disease transitioned from active regression to a state of subclinical progression. On (B)(6) 2025 (clinical day 336), the pt underwent a histotripsy procedure at (B)(6) hospital targeting approx 40% of primary gallbladder tumor mass, with the therapeutic intent of inducing an immunogenic abscopal response. At the time of the procedure, her serum alkaline phosphatase (alp) was at a nadir of 74 u/l, indicating optimal control of biliary obstruction. Following the acoustic intervention, the pt experienced a rapid, systemic collapse. Within 14 days, her serum alp began a steep rise, peaking at 651 u/l - nearly nine-fold increase from her pre-procedural baseline-signaling rapid intrahepatic progression and ductal compression. This biochemical decline was accompanied by a severe drop in serum albumin to 3.5 g/dl and a sharp spike in the white blood cell count to 14.0 x 10 to the power of 9/l, indicating an overwhelming systemic inflammatory burden. Follow-up cross-sectional imaging confirmed the velocity of this deterioration. Between (B)(6) 2025 and (B)(6) 2025 (a span of only 11 days), the primary porta hepatis mass increased in cross-sectional area by 67%. Simultaneously, the untreated pancreatic uncinate lesion grew from 1.4 x 1.5 cm to 2.4 x 2.5cm, representing a 177% increase in cross-sectional area over a 10-week span encompassing the procedure. This hyperprogression at both targeted and untreated metastatic sites occurred while the pt was receiving durvalumab. Rather than stimulating anti-tumor immunity, the sublethal mechanical forces of histotripsy acted as a physical and biomolecular accelerant, releasing pro-survival cytokines that drove the rapid growth of the surviving, treatment-resistant clones. Due to severe pain and clinical instability, the pt required emergency oncology admission at (B)(6) hospital for the immediate resumption of cytotoxic salvage chemotherapy.